Event description:
It was reported that the needle was retracted into the chamber and blood started leaking from the tip of the catheter. There was no patient harm reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
D9: 5/20/2025. One used sample was visually evaluated for potential nonconformances. There was no evidence of blood pooling into the guard and nose components and no cannula o.d. Or nose i.d. Gaping noted that could potentially result in the reported leakage. Dried blood residue was identified in the flashback chamber and showed normal evidence of flash. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed as the result of a manufacturing nonconformance, and root cause is unknown.